Event description:
It was reported that five hours post implant the atrial lead exhibited diminished p-waves and high thresholds. The atrial lead had dislodged and the physician felt that patient anatomy contributed to the lead dislodgement. The lead was removed and replaced with an active fixation lead for better stability. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).